Manufacturer narrative:
Results: the penumbra system aspiration pump max 110v (pump max) was powered on and vacuum pressure was present. The pump was only able to generate -20inhg in vacuum pressure. Conclusions: evaluation of the returned device revealed that the pump was only able to generate -20inhg in vacuum pressure. The root cause of this complaint could not be determined. Pumps are 100% functional tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) for an acute-stage cerebral infarction using a penumbra system aspiration pump max 110v (pump max). During the procedure, the physician inserted a penumbra system 3max reperfusion catheter (3max) into a penumbra system 5max ace reperfusion catheter (5max ace) and then advanced the 5max ace towards the distal portion of the ica. Next, the physician connected the penumbra aspiration tubing and the penumbra aspiration canister to the pump max and then turned on the pump max. Although the regulator dial was turned, the vacuum pressure would not increase more than -15 inches per mercury (inhg). The physician still continued the procedure using this same pump max but was unable to remove thrombus. Therefore, the physician used another manufacturer's stent retriever to perform three passes in the ica. However, no thrombus was removed at all and the procedure was completed at this point. The physician noted that the thrombosis was particularly stiff. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2016-00779. The pump case was opened by a penumbra investigator; it was observed that part of the vacuum tubing was not completely sealed in its connection with a brass fitting. Evaluation of the returned pump confirmed that the pump was unable to generate adequate vacuum pressure. The pump case was opened by a penumbra investigator; it was observed that part of the vacuum tubing was not completely sealed in its connection with a brass fitting. After the loose vacuum tubing was properly sealed to the brass fitting the pump was able to generate full vacuum. Pumps are 100% functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.